Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer complained false negative antibody screening test of a patient sample when testing on tango optimo. The customer reported that the patient had received rhogam (anti-d prophylaxis) and he also reported that the patient sample reacted correctly positive with an identification panel on a second tango optimo. The customer has returned the patient samples that had caused false negative, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient sample with the retained sample of biotestcell 3 on tango optimo. Both rh(d) positive screening cells #1 and #2 reacted correctly positive. Furthermore biotestcell 3 was tested with positive and negative samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A service intervention was performed on the affected tango optimo and items critical to the washing process have been checked/replaced/aligned. The results obtained for the complaint sample after this service intervention do match the results that have been received from the second tango optimo on site. The complaint will be confirmed and closed as a repair.